Event description:
It was reported that an ilet user experienced hyperglycemia with a sensor glucose of 388 mg/dl and a confirmatory fingerstick of 359 mg/dl while using a cartridge-driven infusion set with adequate insulin remaining; the user had announced a recent meal, reported no infusion set leaks or kinks, and glucose was trending downward during the call. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention beyond self-monitoring and no hospitalization. Investigation included user counseling on automated correction behavior and expected time to glucose regulation. Investigation of this case revealed no device malfunction evident from user checks of the infusion set and tubing, with glucose improving following time for algorithmic correction after meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.